Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an implant procedure for an artificial urinary sphincter (aus). No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.